Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to mishandling and wear and tear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. During the device evaluation, the following issues were discovered: the forceps channel port was shaved; the switch box had a dent; the air and water cylinders and the suction cylinder had discoloration; water tightness was lost due to a pinhole on the connecting tube; the image guide protector was cut; the connecting tube was twisting; the adhesive around the objective lens had worn; the light guide lens had discoloration; and there was corrosion around the forceps elevator. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during reprocessing, the distal end of the evis exera ii duodenovideoscope was found to be perforated. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the distal end had foreign material or stains attached to the scope, which was causing insufficient reprocessing. There is a possibility that the subject device was used on the patient with the foreign material attached. This report is to capture the reportable malfunction of foreign material attached to the scope noted at estimation.